Event description:
At approx 12:30 rn reports IV pump alarming low battery. Plugged pump into grey outlet, alarm continued, moved cord to red outlet, pump died before reaching red outlet. Plugged into red outlet and restarted, verified heparin rate. Approx 10 mins later, pump alarmed again. Found heparin bag empty. Rn feels approx 5,000 units infused over approx 10 minutes. Reports seeing 1/2" solution up in bag with 1st alarm. Unsure if pump programming error or pump malfunction.